Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were getting an electrical pulse at their ankle instead of their pelvic region. Caller stated they first noticed this yesterday evening around 8 pm. Agent reviewed therapy information and caller stated they turned their stimulation up from 2.4 to 2.8 and that's when they started feeling the stimulation in their ankle. Patient stated then they tried backing it back down to 2.4 but about every 40-45 seconds they would get a jolt in the ankle when they were expecting it to be in their pelvic area. Patient noted this happened continually and it did not go down in amplitude so they tried powering off the stimulator but they were still getting the shock in their ankle even after they powered it off. Patient mentioned they couldn't sleep last night because of the jolt. Patient stated they're trying to turn it back on. Redirected to healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.